Event description:
It was reported that the sharps coll 1.5qt red experienced a broken/damaged lid which was noted after use. The following information was provided by the initial reporter: a notch of the lid didn't fit to the collector.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the result showed there were no issues reported like ¿notch didn¿t fit¿ during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported within the assembly between base and top for the same part number throughout the last twelve months. According with pictures received it was summarized the following: the pieces seem to be free of damages, warp, flashes, that could affect the correct assembly between the lid and the collector base. It was confirmed the lot and the part number by the label placed in the collector. It was observed that the top is not fully assembled to the base. Based on information provided it was not possible confirm a failure in the pieces because the lid fit into the bases and they don¿t come off when were pulled to make sure the assembly. During the evaluation over the pictures received from customer there was not observed defects that could affect the functionality of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the sharps coll 1.5 qt red experienced a broken/damaged lid which was noted after use. The following information was provided by the initial reporter: a notch of the lid didn't fit to the collector.